Event description:
It was reported that this implantable pacemaker was scheduled for replacement due to exhibiting less than three months remaining and a magnet response of 90. The device was implanted approximately three years ago and has a power consumption of 377%. Technical services (ts) advise was requested prior to the full extraction, however, the device data was not yet provided for analysis. Further information was requested. The device remains in service at this time. No adverse patient effects were reported. Additional information indicates the device has not yet been explanted and information regarding the explant procedure is not available at this time. In addition, the right atrial (ra) and right ventricular (rv) leads are also planned to be explanted due to high pacing thresholds exhibited on both leads. There was no information provided regarding the ra and rv leads model/serial numbers after attempts to obtain additional information. The device system remains in service at this time. No adverse patient effects.